Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported thrombosis/ thrombus was due to anticoagulant not being initially administered. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. The patient was noted to have a heparin allergy, and therefore, an alternative medication was infused. A mitraclip ntw was implanted. A mitraclip nt was then selected for treatment, but while seated in the left atrium (la), a thrombus was observed on the second clip and steerable guide catheter (sgc). It was noticed that the medicine was not running, which caused the thrombus on the mitraclip nt and sgc devices. Additional medical was administered, but the thrombus was unable to be resolved. The mitraclip nt was implanted was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.